Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was returned due to premature battery depletion. A longevity calculation was performed based on programmed settings and usage data and the device was found to be within expected longevity performance. With a replacement battery attached, the device tested normally and no sources of high current drain were detected. The cause of battery depletion was undetermined.

Event description:
It was reported that the device was explanted and replaced due to premature eri.